Event description:
Registry reported, the intrathecal catheter was explanted and replaced due to a tear/break/hole noted in the catheter material. No specific patient symptoms were reported associated with this event. The implanted infusion pump was replaced at the same time due to normal battery depletion. The hcp reported the patient recovered without sequela from surgery. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis and the results are incomplete at the time of this report. A follow up report will be sent, when the analysis results become available.